Manufacturer narrative:
Medical device reporting: new information after investigations showed a different failure number with lower severity 2 out of 5; therefore deemed no longer reportable event: description. Concomitant medical products: concomitant devices: manufacturing site evaluation: investigation - the instrument arrived in a contaminated condition with a loosened sealing part; the components were decontaminated internally. The visual inspection showed a loosened blinding- protector; the lamellae was deformed but there was no visible damage at the snap-on mechanism. Additionally, there was no visible damage at the cross-slot valve. After disassembly of the product, it was discovered that the universal converter was missing. Batch history review - the device quality and manufacturing history records have been checked and found to be according to specifications valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause - the root cause of the problem is most probably usage related. Rationale - according to the quality standard and device history records a material defect and production error can be excluded. The missing converter issue was discussed with research and development (r&d) and global marketing. The following assumptions were considered and suspected: it was possible that the universal converter was on the sterile field or in the operating room. Investigations lead to the assumption that the deformed lamellae were caused by improper handling. This could have been caused due to an incorrect use of the instrument or camera, for example: an instrument that was not straight, central and in its closed position guided through the sealing element. An incompatible instrument. An improper use of the instrument or camera. A larger object which was grasped by the instrument and pushed/pulled through the sealing element. A camera that was not straight, central and in its closed position guided through the sealing element. We have no explanation for the missing universal converter. The final inspection involves complete review of the tightness of the products and optical inspection of the lamella, and the products have left the manufacturing facilities according to specifications. The tightness can only be guaranteed if all components are correctly installed and present. In addition, the lamellae are brought into the correct starting position and shape by installing the blinding-protector. There are these possibilities: the universal converter was so badly damaged that the blinding-protector came loose. The blinding protector was released due to mechanical overload or excessive force due to improper handling. Furthermore, according to the instructions for use (IFU), the following points, warnings and cautions must be observed: only combine aesculap trocar components of the ek series with each other. Always carry out a function check prior to using the products. To prevent damage to the sealing element, apply appropriate care when inserting any instruments. If possible, insert instruments in their closed position, straight and central through the sealing element. Check for mutual compatibility of the trocar system and instruments - to do this, carefully insert the instrument into the trocar and check for patency.

Event description:
Additional information was received. The leak was not confirmed but assumed since the intra-peritoneal pressure did not reach the set pressure value. It was reported that the second sleeve used was the ek034r for a camera port; the ek074r was identified as the blunt hasson needle. The scope was inserted through the trocar, however, the diameter of the camera (5mm or 10mm) was unknown. The procedure was resumed quickly without further problem.

Manufacturer narrative:
Exemption number: e2014018. When additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional "during the surgery the device started to leak air. The surgery was restarted after the device was replaced. The leakage occurred at the sealing unit." Additional patient information has been requested. When additional information is received a follow up report will be submitted.